Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.